Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was later repeated on an alternate instrument system, alternate methodology, and a lower result was obtained. The patient was admitted to the facility. It is unknown if patient treatment was otherwise altered or prescribed on the basis of the elevated troponin result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result or admission.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required